Event description:
It has been reported to co that this device leaked. Reportedly, the leakage occurred between the hub and the shaft. There is no report of patient injury. The device is being returned for co's analysis.